Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred when reloading the cartridge that still had 80 units of insulin. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level ranged between 186-386 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.